Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement of mesh on a laparoscopic hernia procedure, the seal came off. Another device was us ed to complete the case. There was no patient injury.